Manufacturer narrative:
Lead model 3889-28 lot# v413613 implanted: (B)(6) 2011 explanted: na programmer model 3037 serial# (B)(4).

Event description:
It was reported that experienced pain at the site of the lead placement during a MRI procedure. The MRI procedure was then stopped and was not completed. The patient had the neurostimulator turned off. Additional information was requested, and if received, a follow up report will be sent.